Event description:
Pt to surgery for replacement / repositioning of lap band. It was later learned the trocar punctured a vessel. Pt suffered significant blood loss and was transferred to intensive care.